Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed fracture at the threads. The root cause of the fractured device is attributed to the instrument being levered side to side during attempts to remove the pfc* flut tib rod trl. No corrective action at this time. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The stem trial became lodged in the femoral canal. While attempting to use the stem trial extractor the threaded end broke off in the stem trial, resulting in increased case time. Follow up response: "yes the stem trial became lodged in the femoral canal during the trailing process. The extraction device broke off in the stem while trying to remove it, leading to a long struggle and finally an osteotomy." 105 minute surgical delay.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).